Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site resulting in the decision to remove the internal magnet (date not reported). Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have an abutment placed. The implanted device remains.